Event description:
It was reported that noise leading to oversensing and inhibition of pacing was observed on the right ventricular (rv) lead and noise leading to oversensing was observed on the right atrial (ra) lead. Provocative testing was performed; noise could not be reproduced. The patient was stable and will continue to be monitored. There were no adverse consequences.